Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent additional information: (B)(4) 2011 - the customer does not know for sure if they want to send the instrument in for evaluation until she speaks with her risk manager (B)(4) 2011 - the customer (B)(6) said during a case they got a hand piece error. They chose to replace the dh105 instead of replacing the hand piece. After continual use of the hand piece the instrument got hot enough to burn the patient. We went through the biomed check with a test tip and the pm and zr were within specification. The test mode passed. (B)(4) 2011 - the size of the burn was 2-5cm. The customer stated they were using the protective sleeve. (B)(4) 2011 - our instructions for use warn: audible high-pitched tones, resonating from the blade or hand piece, are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond its useful life or that the blade has not been attached properly, which may result in abnormally high sheath temperatures and user or patient injury. The blade has been designed to meet the international safety standard en60601-1 based on an intermittent operation of 15 second on/off intervals. For activation times of longer duration and under certain fault conditions, the blade sheath may become hot. To prevent burn injury, avoid direct tissue contact with the blade sheath or take preventative measures to protect tissue that comes in contact with the sheath. Blood and tissue buildup between the blade and sheath may result in abnormally high temperatures at the distal end of the sheath. To prevent burn injury, remove any visible tissue buildup at the distal end of the sheath. To avoid user or patient injury in the event that accidental activation occurs, the instrument blade should not be in contact with the patient, drapes or flammable materials while not in use. During and following activation in tissue, the instrument blade may become hot. Avoid unintended blade contact with tissue, drapes, surgical gowns, or other unintended sites after activation. This device is packaged and sterilized for single use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing, or resterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. Cleaning and resterilization of single patient use harmonic devices can also result in abnormally high sheath temperatures and burn injury to user or patient when the blade is activated. Also, reprocessing or resterilization of single use devices may create a risk of contamination and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness, or death of the patient.

Manufacturer narrative:
(B)(4). Received op note advising: "the patient did have a very small 2 x 4 mm blister on her lip from the ultrasonic dissector. This was expected to have no long-term effect; however, it did have a small amount of blistering." And "at the end of the ultrasonic dissection on the right tonsil, there was noted to be some blistering of the lip as it was adjacent to the insulated portion of the shaft of the dissector and for this reason, the entire dissector along with the machine will be further evaluated as to why the blistering occurred and why the current was able to burn the patient's lip." There is no "current: with harmonic system as this uses ultrasound. The harmonic devices use ultrasonic energy to cut and coagulate via vibrations in the blade; and the movement of the blade has to have direct contact to generate heat. Electrical energy is produced by a generator and passes into the hand piece. Piezoelectric ceramic discs convert electrical energy into mechanical motion. Mechanical motion is transferred to the shaft, where it is amplified by silicon nodes. The blade vibrates longitudinally at 55,500 hz, enabling tissue separation with minimal thermal transfer.

Event description:
It was reported the patient received a first degree burn on the top lateral left corner of the patient's lip during a tonsilectomy. The customer reported an error code 3 happened several times with the hand piece before the burned occured but he ( the surgery tech) said the instrument was switch out instead of the hand piece. The case was completed with a bovie device. The patient was female and age (B)(6). (B)(6) 2013: received notice of litigation on this event. Pleading alleges ¿ultrasonic dissector caused injury to plaintiff¿ during a tonsillectomy and further alleges patient ¿sustained burns or other harm to her tongue, soft palate, lips and vocal cords and that postoperative handling caused prolonged and permanent dysphagia.¿ finally, the pleading states that patient ¿can no longer enjoy the taste of food or drink as she once could.¿